Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause was determined to be a temporary communication error. The reported event of a sensor stopped working is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.